Event description:
The customer reported to olympus that the tracheal intubation fiberscope had air/water leakages. There was no patient harm associated with the event. The device was returned and evaluated, and the connecting tube had coating peeling. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deformation of control unit, water tightness was lost. In addition to the connecting tube having coating peeling due to deterioration, the additional evaluation findings are as follows: due to deformation of bending tube, bending angle in up direction exceeded the standard value; connecting tube had a dent; connecting tube had a scratch; and the grip, eyepiece, and venting connector under grip was deformed. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device with the same issue. Conclusion: based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, and handling. Olympus will continue to monitor field performance for this device.